Event description:
The pt experienced increasingly painful zapping up the spinal cord and down her leg. The pt was re-directed to her physician. Add'l info from her physician was requested.

Manufacturer narrative:
(B) (4).